Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient did not feel relief from the pain pump, on (B)(6) 2022, and the hcp increased sc fentanyl by 150 mcg and increased boluses to 8 per day.

Event description:
(B)(6) 2021 (B)(6) (hcp, sdy): information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (3.4 mg at 1.18841 mg/day), fentanyl (2000 mcg at 699.06448 mcg/day) and bupivacaine (20 mg at 6.99064 mg/day) via an implantable pump. It was reported the patient did not feel as though pain was effectively managed with the pain pump on (B)(6) 2021. The patient was prescribed oxycodone 5 mg for breakthrough pain. The clinical diagnosis was inadequate pain relief. The patient stated the pump was not helping with pain relief on (B)(6) 2021 and (B)(6) 2021. It was noted the patient did not experience pain relief from boluses on (B)(6) 2021. It was indicated the event was related to the device or therapy and related to the fentanyl, bupivacaine, and hydromorphone. The event was ongoing. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2022 a catheter dye study was performed. The dye study found a sluggish catheter that was consistent with a partial catheter occlusion. 75 mcg bolus was given and the patient was unable to feel the bolus. The patient was scheduled for a catheter revision/replacement. The device diagnosis was catheter occlusion.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 05-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2022-jan-12 the device was reprogrammed where the pump dosing was decreased 50% in preparation for revision. Oxycodone 5mg was prescribed. Hydroxyzine and zofran managed by outside hcp. On 2022-jan-25 the device was reprogrammed where the dose was decreased by 150mg in preparation for catheter revision. On (B)(6) 2022, a catheter revision was performed where the catheter was explanted/replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a company representative indicated that since ¿spring of last year¿ the patient couldn¿t feel their boluses. They were scheduled for a dye study (date unknown) but they did not show up and did not call to reschedule. They had the dye study on (B)(6) 2022 where it showed their catheter was ¿sluggish¿ to aspirate and it had dropped from t7 to t9. The hcp opened up the spinal incision today and discovered that the catheter had migrated ¿in front of¿ the anchor site. The hcp removed the entire spinal portion and replaced it at t7 and was getting great cerebrospinal fluid flow. The patient felt their bolus. The issue was resolved at the time of the report. The patient's weight at the time of the event was 300 pounds. The patient's other medications included citalopram 20 mg tablet, concerta extended release 36 mg tablet, hydroxyzine pamoate 50 mg capsule, lexapro 10 mg tablet, lisinopril 20 mg tablet, hydrochlorothiazide 12.5 mg tablet, niacin 500 mg tablet, oxycodone 10 m g tablet, and tylenol pm extra strength 25 mg-500 mg tablet. The patient's medical history included allergies to bupropion hcl, cymbalta, gabapentin, meloxicam, naproxen, setraline hcl, varenicline, and tartrate.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6)2020-12-09 explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: 2022-02-08, product type catheter h3: the catheter was returned, and analysis found a compressed area in the catheter body and dark residue occlusion in dispensing holes of the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.